Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. Pump error 53 alarmed multiple times during testing and isolated to the electronic assembly. Unable to upload device history using thumps or mobile device. Unable to upload or download isolated to the electronic assembly. Device received with scratched case. Device received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an turned off. Customer also reported that insulin pump had pump error alarm. Customer was able to clear the alarm and able to complete rewind. Customer performed self test and the test was passed. Fill cannula was recorded in daily history. Customer stated that the insulin pump was not working properly and kept on shutting down. Customer did the process of insulin pump error, adjust date and time rewind then insulin pump error again after few hours. Customer had already tried replacing the battery. Customer stated that battery compartment and battery cap was not damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.